Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) patient being transferred to outside hospital with balloon pump in rescue (battery) mode. In route the battery quickly discharged power to half-life, continued to decrease charge and battery depleted. The last 8 minutes of transfer the balloon pump was not functioning. Battery tested as charged. Patient had pci and was placed on balloon pump, was intubated and transferred to outside facility mfg report # mw5157114.

Manufacturer narrative:
Complaint record being cancelled as it is a duplicate to tw# (B)(4); mfg report number 2249723-2024-02869. Revert all sections to blank: b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.

Event description:
Complaint record being cancelled as it is a duplicate to tw# (B)(4); mfg report number 2249723-2024-02869.